Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation - evaluation: (B)(6) hospital (japan) informed cook that on (B)(6) 2021, the stiffening cannula in a ult8.5-38-25-p-5s-cldm-tong-050399 (ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter) from lot 13229116 was stuck in the catheter. After failing to remove the cannula from the catheter, the catheter was removed from the body as well. The physician used another ult8.5-38-25-p-5s-cldm-tong-050399 instead. No adverse effects to the patient were reported. A review of documentation including the complaint history, device history record (DHR), and quality control, as well as a visual inspection, functional test, and dimensional verification of the returned device, was conducted during the investigation. One used ult device with the metal stiffening cannula fully inserted and locked into the catheter was returned to cook for evaluation. An attempt to remove the stiffener found it to be lodged in the distal tip. The distal tip was manipulated by hand, and the stiffener was loosened and removed. The stiffener was noted to be bent near the distal end. The outer diameter of the metal stiffening cannula was measured and found to be within manufacturing tolerance. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file (dhf) showed that this device is both safe and effective for its intended use. A review of the DHR for the reported complaint device lot (13229116) revealed no recorded non-conformances relevant to the reported failure mode. A database search did not identify any other events associated with the device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The product IFU, t_multi_rev5 ¿multipurpose drainage catheter,¿ provides the following information to the user related to the reported failure mode: how supplied: ¿-upon removal from package, inspect the product to ensure no damage has occurred.¿ appropriate measures have been taken to address this failure mode. A CAPA was previously completed to address this failure mode with this device, which resulted in the implementation of corrective actions on tip molds. The complaint device was manufactured prior to the implementation date, and therefor was not subject to the corrective actions. Based on the available information, inspection of the returned device, and the results of the investigation, a definitive root cause for this event has been traced to a deficiency in manufacturing. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Rpn: (B)(4). Customer (person): (B)(6). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter for a percutaneous transhepatic cholangiography and drainage (ptcd) procedure. The wire was successfully inserted and the drainage catheter and metal stiffening cannula combination was advanced over the wire and into the common bile duct. When the user tried to remove the stiffening cannula from the catheter, it could not be removed. The catheter was removed from the patient and another, similar device was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.